Event description:
It was reported that balloon rupture occurred. The target lesion was located in the septal artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the septal artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is a pinhole 3mm from the markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.